Event description:
It was reported that during an ica surgery the device broke off when the surgeon pierce the femur. All the broken pieces were removed from the patient's anatomy. No patient injuries or delay reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One 4.5 flexible endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill tip has broken at the pulse marks of the lazer cut double helix. No material voids are present at the break area. The drill tip is heavily burred and the primary cutting surface is damaged. The drills shaft is bent. Per the devices instruction for use ¿use of drills with that have worn or dull tips can result in breakage¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 4.5 endoscopic flexible cannulated drill bit, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill tip broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.